Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). Rep reported when measuring patient impedances, they saw out of range on electrodes 0-3. They were unable to turn the stimulation up and were getting intermittent stimulation when using these electrodes. Rep reported patient had pain. Troubleshooting was performed by reprogramming on other electrodes and the issue was resolved. The rep indicated they would send any further information as they become aware